Event description:
It was reported that the catheter was fractured. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified left main artery. A 2.00mm rotalink burr and a 330cm rotawire guidewire was selected for use. During the procedure, it was noted that the guidewire was fractured when used along with 2.00mm rotalink burr. According to the physician, the fracture was due to the lesion characteristics. The device was completely removed via normal method and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Event description:
It was reported that the catheter was fractured. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified left main artery. A 2.00mm rotalink burr and a 330cm rotawire guidewire was selected for use. During the procedure, it was noted that the guidewire was fractured when used along with 2.00mm rotalink burr. According to the physician, the fracture was due to the lesion characteristics. The device was completely removed via normal method and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotablator rotalink burr catheter. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the coil was kinked and stretched at the handshake connection, but no device fractures were identified. Product analysis did not confirm the reported event, as there were no fracture damages identified to the device.